Event description:
It was reported that an ilet user began prednisone and an antibiotic for an intercurrent illness and subsequently observed the ilet displaying high glucose readings without confirmatory glucometer values; the last infusion set and supply change occurred a few hours prior. Symptoms included no reported physical complaints. Outcomes included user concern for hyperglycemia without medical intervention, hospitalization, or emergency treatment. Investigation included complaint intake, user troubleshooting and education, and review for potential device performance issues. Investigation of this case revealed no device malfunction was identified based on available information and the event was attributed to hyperglycemia with unclear cause in the context of illness and steroid therapy. It was concluded that the device functioned as intended and the event was not device related given confounding clinical factors. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.